Manufacturer narrative:
The level sensor was returned to livanova deutschland for further investigation. During the evaluation the reported issue could not be confirmed or reproduced. The device worked according the specification. As the issue could not be reproduced or confirmed, a root cause was not identified.

Event description:
See initial.

Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported malfunction. The device was intensively tested without any issue or deviation. Livanova (B)(4) requested the level sensor back for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 roller pump from the s5 system did not stop after the level dropped below the level sensor during procedure. There was no report of patient injury.